Manufacturer narrative:
(B)(4). The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a total laparoscopic hysterectomy on (B)(6) 2012, and morcellex was utilized for tissue removal. On (B)(6) 2012, the patient presented to a hospital ER complaining of a migraine, malaise, fatigue, and symptoms of a urinary tract infection. The patient underwent a CT scan of her abdomen and pelvis, as well as a pelvic ultrasound which revealed that she had large pelvic masses. On (B)(6) 2012, the patient underwent an out-patient MRI which revealed that three large adjacent masses in her pelvis thought to be leiomyomas. On (B)(6) 2012, the patient underwent an exploratory laparotomy for resection and excision of her pelvic masses, one of which was attached to her abdomen wall and another which was attached to her colon, and was diagnosed with high grade leiomyosarcoma. On (B)(6) 2012, the patient began several rounds chemotherapy treatment which continued until (B)(6) 2013. On (B)(6) 2013, a CT scan of her abdomen and pelvis showed multiple large enhancing masses in her pelvis, and these tumors were deemed a reoccurrence of her leiomyosarcoma. On (B)(6) 2013, the tumors were noted to be invading the patient's bladder, and she underwent surgery for placement of a catheter. The patient restarted chemotherapy treatment on (B)(6) 2013, which continued until (B)(6) 2015. On (B)(6) 2015, the patient underwent an extensive abdominal surgery for debulking and excision of multiple tumors in her small bowel, rectum, and bilateral ureters. On (B)(6) 2015, the patient began to experience right lower extremity paresthesia and weakness as a result of the progression of cancer, and began various cancer medications in (B)(6) 2015. The patient died on (B)(6) 2015. No additional information was provided.